Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor. It was reported that the patient was not feeling stimulation and wasn¿t getting symptoms relief from the device. Caller said it started about a week ago. Caller reported that the patient was on program 1 at 8.5v and they tried to increase it and got the upper limit reached screen. It was reviewed that that was a very high setting and patient was helped to program 2. Stimulation was raised to 5.3v and the patient still wasn¿t feeling anything. It was reviewed that that is also a higher setting and can deplete the ins fast. Caller stated when the patient left the hospital after the implant it was at the 7.1v and they did not realize that was a high setting and could deplete the battery fast. Patient services reviewed that talking to their health care professional about the issue. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1h0xb serial# implanted: 2017 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did not experience any symptoms associated with the loss stimulation/therapy. As a step to resolve the issue, the patient saw their physician on (B)(6) 2017 where x-rays were taken. It was decided that the lead needed to be repositioned. The stimulator was turned off. Surgery was schedule for (B)(6) 2017. There were no further complications reported or anticipated.